Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 45 mg/dl. The customer treated by drinking juice. The customer stated that she received max fill reach alarm. The customer was assisted with clearing the alarm. The customer reported that the pump screen seem very blurry and hard to read. The customer was advised to revert to a backup plan and to consult health care provider for assistance inserting a new set.